Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed as follows: one broken drill bit 310.221 was returned for investigation. The visual inspection has shown that approximately 2 mm from the fluted tip section is broken off. The broken off part was not returned for investigation. There are no other damages visible. The review of the device history records revealed that this instrument was manufactured in march 2017 according to the specifications. All parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. The used material was stainless steel (1.4112 hardened and tempered) and the measured hardness was with within the specification. We are not aware of any other complaint with this article- and lot combination. Dimension on the returned drill bit measured and found to comply with the specifications. Dimensions on the fluted tip could not be verified due to the damage incurred. Dimension: outer diameter measures 1.99mm (drawing reviewed, gage 3-01-17584, spec ø2.0mm 0/-0.03 mm); further measurements on the fluted tip could not be performed due to the damage incurred. No definitive root cause was able to be determined; the failure mode is most likely a result of a mechanical overload due to the contact with the guide wire. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient ID, the patient is in his 30's - exact age unknown, dob and weight not provided for reporting. Additional product codes: hsz, gfa, gff. Device is an instrument and is not implanted/explanted. Device available for evaluation? Date returned to manufacturer. (B)(4). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: manuf docus received on 28 aug 2017, part #310.221 / lot #f-20893, manufacturing location: (B)(4). Supplier: (B)(4), manufacturing date: 16 march 2017. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that a surgery for the right-distal radial fracture and the left-radial head fracture was performed on (B)(6) 2017. At first, a va-tcp (variable angle volar radius distal plate) plate and hcs (countersinkable compression screw) 2.4 mm screws, 3 guide wires (292.623s guidewire ø1.1 l150 sst) were used for the right -distal radial fracture. After that, when the left-radial head fracture was fixed, the surgeon re-used those 3 guide wires previously applied on the right distal radial fracture because only 3 guide wires were prepared for this surgery. Then, the tip of the 1 guide wire broke in the radial bone head. Because the fragmented tip seemed impossible to be removed from the bone head, the surgeon decided to leave the fragmented tip there. After the surgeon inserted the remaining 2 guide wires, the reported drill bit was inserted. Then, the drill bit made contact with the fragmented guide wire, so the surgeon removed the drill bit and found that the tip of the drill bit had broken and stayed in the bone. But the fragmented drill bit could be removed. According to the surgeon¿s comment, the broken guide wire seemed to have lost some intensity due to the re-use. Also, the guide wire was being pulled out under its curved circumstances. The surgery was completed with a 10-minute delay. There was no adverse consequence to the patient. The patient is in his 30's - exact age unknown. Patient outcome: good. Procedure was completed successfully. This complaint involves 2 parts. Concomitant parts: guide wires (quantity 2), va-tcp plate (quantity 1), hcs screws. This report is 1 of 2 for (B)(4).